Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate. The cause of the event was not reported. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. Extraneal therapy was continued and was "doing well". No additional information is available.